Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, after inserting the 5f pigtail catheter, a mobile thrombus was noted on transesophageal echocardiography (tee). The pigtail catheter was aspirated, removed and replaced with a new pigtail catheter. The activated clotting time was 237 seconds. The patient is fully recovered. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, after inserting the 5f pigtail catheter, a mobile thrombus was noted on transesophageal echocardiography (tee). The pigtail catheter was aspirated, removed and replaced with a new pigtail catheter. The activated clotting time was 237 seconds. The patient is fully recovered. No further information was provided at the time of this report.